Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, on a laparoscopic cholecystectomy, the jaws of the device was misaligned and could not be used. Another device was used to complete the case. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the jaws of the device were misaligned. Pmv performed functional testing and the jaw rotated without difficulty. Other functions of device could not be tested due to condition of device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Replication of the broken jaw may occur when the device is exposed to a side force (leverage) that consequently breaks one side of the jaws. Another possibility is when the device is activated with too much force to the jaws and is used in a twisting motion resulting in misalignment. If information is provided in the future, a supplemental report will be issued.